Event description:
It was reported that low flow alarms were observed while utilizing a system controller with low flow software. Patient experienced partial papillary muscle obstruction to inflow cannula. Low flows were positional when patient is upright. Clinicians will continue to monitor for recovery. Ejection fraction (ef) was greater than 50%. Patient was asymptomatic.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms; however, it was reported that the low flow events were positional and due to partial papillary muscle obstruction of the inflow cannula. A specific cause for the papillary muscle obstruction could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Several low flow controller fault flags were captured, with multiple instances lasting 10 seconds or longer to result in transient low flow hazard alarms. Following the low flow software upgrade on (B)(6) 2020, active low flow alarms were captured on (B)(6) 2021. Pulsatility index (pi) was noted to be elevated throughout the log files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jul2020. No further information was provided. The manufacturer is closing the file on this event.